Manufacturer narrative:
Feeding tube placement is dependent on the clinician and pt. The actual tube does not influence where it is placed.

Event description:
During insertion of a feeding tube, a lung placement occurred resulting in a pneumothorax. The pt was awake and alert during placement. An x-ray was taken immediately after the procedure to confirm location of the feeding tube placement. A right lung placement was confirmed. The pt developed a pneumothorax, which required a chest tube to be placed and oxygen initiated. The pt's admitting diagnosis was throat cancer and interstitial disease. Prior to placement, pt had episodes of low saturation and rapid breathing. The feeding tube/stylet used in the placement was not saved.